Event description:
It was reported that the patient had an ulcer in the back in which the clik anchor was protruding the skin. It was noted that this was found out during an ipg upgrade procedure after the new ipg was hooked up but was not implanted. The patient underwent a device explant procedure. The explanted linear leads and clik anchor were not released by the hospital and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5150893/7072323.